Event description:
The procedure was percutaneous transluminal angioplasty to the right external iliac and superficial femoral arteries. The access was the left femoral artery. The size of the vessel was unk. However, there was 30 percent stenosis with no vessel tortuosity and calcification. A 0.035 inch guidewire was inserted into the guidewire lumen of the product powerflex p3 balloon catheter during preparation. However, the guidewire could not be inserted into the guidewire lumen around border between the hub and the shaft. Therefore, another guidewire (0.025 inch/brand: unk) was selected and used to completed the procedure without incident. There was no adverse consequence to the pt.

Manufacturer narrative:
The product was returned for evaluation and it was found that the hub inlet port of the guide wire lumen was partly blocked with a clot of hub material. Therefore, upon completion of microscopic analysis, the file was deemed reportable. The intended procedure was pta of lesions in the right external iliac artery and superficial femoral artery. During prep of the product outside the pt, a guidewire could not be advanced through the transition between the hub and the shaft. The product was returned for analysis. Microscopic examination revealed that the hub inlet port of the guide wire lumen was partly blocked with a clot of hub material. This clot prevents the guide wire from passing through the hub smoothly. Review of manufacturing route sheets revealed no anomalies that could be associated with the hub inlet blockage. However, the complaint is considered to be related to the manufacturing process.